Event description:
Procedure: lap sigmoid, patient sex: unk. According to the reporter: the staple formation on the distal end was not correct. There was an "after-resection " distal of the first staple-line because of the high anastomosis. There was no reported patient injury.